Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, low bg's are due to their carbohydrate ratio needing to be adjusted. Reportedly, customer will adjust pump settings to stabilize blood glucose levels.